Event description:
Additional information: it was stated that since the beginning of the year 2012, the patient's pump had multiple motor stalls and motor stall recoveries. Last being (B)(6) 2012. Emi (electromagnetic interference such as MRI) or magnetic interaction was denied. It was further reported that many of the stalls had been shorter, 1 hr. Patient had not reported any return of symptoms as of the date of this report.

Event description:
Additional information: patient had visited the healthcare provider (hcp) on (B)(6) 2012 regarding intermittent motor stalls and recoveries reported previously. The telemetry strips indicated that the pump was recovering each time after stall and showed that the alarming began on (B)(6) 2012 and had continued intermittently since. Patient thought that he heard the pump alarm on (B)(6) 2012, but was no longer hearing it alarming since. Patient was not experiencing any signs of withdrawal and had a scheduled appointment with hcp on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
There was known cause for the periodic motor stalls. The patient was advised that they should have the pump replaced by the hcp. The patient stated, he did not want to go back to surgery and left the hcp office. Prior to the patient leaving, the patient was told the potential risks for not replacing the pump.

Event description:
Additional information received a series of motor stalls and recovery messages were shown in the event logs from (B)(6) 2012, (as far back as the logs went) to (B)(6) 2012. The motor stalls were typically 30-40 minutes long and sometimes more than one per day. It was noted there was nothing in the patient's environment that was different in the reported timeframe that could be the cause of the motor stalls. The patient had been feeling lethargic lately but no other symptoms were reported. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm was occurring. The alarm was due to an intermittent motor stall. It was noted that on multiple days the logs show multiple stalls and recoveries -- the last stall and recovery happened on (B)(6) 2012. The patient has not indicated hearing any other alarms. The drugs in the pump were morphine, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model# 8709 serial#(B)(4) implanted: (B)(6) 2006 explanted: unk; catheter model #8709 serial#(B)(4) implanted: (B)(6) 2006 explanted: unk; catheter proximal segment model#8578 serial#(B)(4) implanted: (B)(6) 2011 explanted: unk.

Event description:
Additional information received reported that the patient was referred to (B)(6) medical center in (B)(6) 2014 and "the wheel turned really slow" and the patient needed another fill up in (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was no history of volume discrepancies at refills. A pump replacement was strongly recommended to the patient, however the patient declined because he wanted to avoid surgery and ¿see what the issue was¿ because he did not experience any adverse events. The patient was not experiencing any ¿ill effects¿ at the time of the report. It was also reported that the healthcare provider (hcp) stated that the pump ¿ran so slowly that it was on the verge of a stall¿. The speed had been increased and there had been no stalls since that change. At the time of the report, the pump had not alarmed for four months. It was reported that the pump alarmed at times when he did not hear it. The device system was used to deliver morphine.